Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure of the needle mechanism to fully retract the needle after needle fire. No evidence was found that would result in the needle deploying early; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports during activation before placing a pod at the infusion site the needle deployed early. The pod was not worn.